Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope had corrosion around the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and a reportable malfunction was noted where there was corrosion around the objective lens. The most probable cause of the discovered damage is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.